Event description:
It was reported the patient experienced phrenic nerve stimulation. Increased capture threshold was observed on the right ventricular (rv) lead. The rv lead was repositioned to resolve the event. The patient was stable and there were no adverse consequences.